Event description:
Per the clinic, the patient experienced performance decrement with the device use. Subsequently, the device was explanted on (B)(6) 2024. It is unknown if there are plans to re-implant the patient as of the date of this report.